Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead incurred a break in the insulation. Additional information from the field representative indicated that the insulation break was observed and may have occurred during a change-out procedure. Prior to the procedure, the lead's measurements were within range. The field representative was not sure whether the lead's conductors have been exposed. No additional adverse patient effects were reported. The lead was explanted.